Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Additional information indicates that this patient underwent a revision procedure and this product was explanted and replaced for battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) due to extended charge-times in mid-life. There was concern that the device reached eri earlier than anticipated, as a few months ago the charge-time was 14.7 seconds and on recent check it was greater than 19 seconds and had triggered the replacement indicator. Boston scientific technical services (ts) was consulted regarding recommended replacement time since the battery was still at middle of life voltage. Ts discussed that the recommended timeframe was to replace device within three months of eri. No adverse patient effects were reported.